Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2009. Information not provided during initial contact. Information not available, device not returned for analysis. Additional information from the user facility report: (B)(6) 2009, (B)(6) 2009. Endo gia stapler and staples and reload et45 (x2). (B)(4).

Event description:
Patient admitted with acute appendicitis and had laparoscopic appendectomy on (B)(6) 2009, involving aethculating stapler 45 and reload et 45. Pm (B)(6) 2009, patient readmitted for small bowel obstruction/volvulus and had a small bowel resection on (B)(6) 2009. During operative procedure of (B)(6) 2009, "a single adhesion surrounding a small staple probably from the residual appendectomy was identified anchoring the loops of bowel together." Bowel found to be ischemic and was resected.